Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters experienced leakage at the connection site. The following information was provided by the initial reporter: material no: 381423. Batch no: 0171668. We had an IV nurse insert the autogaurd on a nuclear medicine patient in di and the device failed. Upon closer inspection there is a breach between cannula and syringe attachment. Only visibly when a solution is placed through the device, you can see that there is no solution being discharged at the end of the cannula, the solution is coming out where the cannula is attached to the blue piece.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters experienced leakage at the connection site. The following information was provided by the initial reporter: material no: 381423, batch no: 0171668. We had an IV nurse insert the autogaurd on a nuclear medicine patient in di and the device failed. Upon closer inspection there is a breach between cannula and syringe attachment. Only visibly when a solution is placed through the device, you can see that there is no solution being discharged at the end of the cannula, the solution is coming out where the cannula is attached to the blue piece.